Manufacturer narrative:
B3 date of event: used the first day of the month of the aware date since no event date was provided.

Event description:
It was reported that balloon rupture occurred. A 2.50 mm x 30 mm nc emerge balloon catheter was selected for dilation. However, it was noted that the balloon broke. The procedure was completed with another device. There were no patient complications reported.

Manufacturer narrative:
B3 date of event: used the first day of the month of the aware date since no event date was provided. Device evaluated by MFR. : returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was blood in the guidewire lumen and the balloon was loosely folded. The balloon was found to have a pinhole 12mm proximal from the distal markerband.

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 30mm nc emerge balloon catheter was selected for dilation. However, it was noted that the balloon broke. The procedure was completed via alternative method. There were no patient complications reported.